Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after treatment date. Review of the logfile for the day of treatment shower during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed successfully performed treatments. The user performed an energy check before this patient. The energy was stabile during the whole day. The user treated the patient's left eye twice. For both treatments, the value for sphere, cylinder and general rotation (axis) was 0, but the user treated with an special shootlist. For the first treatment of the left eye, the surgeon treated with the shootlist and fired shots. For the second treatment of the patient's left eye, the surgeon treated with a different shootlist and a different number of fired shots. The patient's right eye was not treated. The treatment report showed two completed photo therapeutic keratectomy (ptk) procedures. The root cause is due to user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A physician reported that a patient ended up with a significant hyperopic shift after photo therapeutic keratectomy (ptk). The patient had stromal scars from possible viral keratitis over ten years ago. Bilateral superficial keratectomies were performed. The right eye was successful but the left eye was less so. The scars are now mostly clear across the pupil area but there is still irregular astigmatism of a different type compared to before procedure so the patient has been sent to an optometrist for rigid gas permeable lenses. The patient's hyperopic shift was less significant but still nearly four diopters. The surgeon is wondering if it could be from using of length of time using of cytotoxic drug during the procedure. The surgeon is thinking it must have to do with surgeries were performed for these two patients that had similar treatments and similar responses. There are two related reports for this facility. This report addresses the patient lg and another manufacturer report will be filed.